Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to high blood glucose and diabetic ketoacidosis around (B)(6) 2018 with blood glucose of over 300 mg/dl at the time of the incident. The customer was given intravenous insulin to treat. The customer experienced symptoms such as vomiting. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer stated they're not always aware of highs and lows, but they get dizzy with lows, and gets tired and loses concentration with highs. The customer reported that the transmitter loses charge and connection causing the customer to get alarms towards the end of life of the sensor. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and delivery accuracy test at 0.08700 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device uploaded properly using carelink. Device communicated properly with the glucose sensor simulator and the mini link transmitter. No insulin pump or sensor transmitter communication anomaly or calibration anomaly noted. Device had minor scratched display window. The test p-cap and reservoir does lock in place in the reservoir compartment.